Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had multiple failed battery test and battery out limit alarm. The customer¿s blood glucose was 80 mg/dl at the time of incident. Customer stated that the insulin pump alarmed failed battery test after multiple battery changes and unable to clear the alarm due to esc and act buttons were unresponsive. Customer also reported that the insulin pump alarmed battery out limit while troubleshooting for failed battery test alarm. Unable to complete troubleshooting due to keypad anomaly. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Act and esc buttons did not respond due to unlock on lcd keypad connector. Insulin pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test or verify failed battery test alarm, battery out limit alarm due to button keypad anomaly. No number display anomaly noted. Insulin pump was received with minor scratched display window and cracked reservoir tube lip.